Manufacturer narrative:
The product was returned for analysis. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the needle to cuff miss, material separation, and unexpected medical intervention appear to be related to circumstances of the procedure. In this case, it is likely a posterior needle to cuff miss occurred leading to a material separation of the link. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 6f sheath hole prior to an iliac branch endoprosthesis (ibe) interventional procedure. Reportedly, a link break occurred after step 3. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the ibe procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.